Event description:
It was reported that the syringe and mating component separated while using an unspecified bd syringe. This event occurred 3 times. The following information was provided by the initial reporter: "patient and wife report that when adding diluent to cassette, the syringe "shot off" from the tubing due to too much pressure. Patient reports diluent spilled and they used new medication, diluent and cassettes to successfully continue infusion."

Manufacturer narrative:
Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. FDA notified?: the initial reporter also notified the FDA via medwatch #mw5108952. Medical device manufacture date : unknown. Investigation summary : bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.